Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a b30 (scope communication error) when connecting on the evis exera iii video system center; but the device came back to normal when connecting vt2 and v2. The facility finished the case with another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, when enf-vh was connected, b30 error occurred. However, when other two scopes were connected, b30 error was not displayed. B30 is an error that occurs when communication between the scope and the processor fails. During the inspection at repair center, it's confirmed that b30 was reported when connecting enf-vh, which was caused by a faulty socket. Olympus will continue to monitor field performance for this device.